Manufacturer narrative:
Age or date of birth, weight, ethnicity information unknown not provided. (B)(6). Occupation: unknown / not provided. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, was reviewed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that the system and its components met all specifications prior to being released. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a system check "bubbles 6 o clock? Melting 10" was observed. Through follow up it was learned that the customer reported buttonhole issue with a patient (B)(6) 2021. Patient was fine and surgery was completed with no issues. Surgery date is unknown.